Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system shows error message as temporary non-profile mode.the technical support specialist changed settings on device to resolve the issue.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system prevented user from withdrawing products that are patient specific. However, there were no adverse events or injuries reported based on this event.